Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the mercury thermostat. The unit did not operate within manufacturers specification and is not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per srt, the 43 degree celsius over-temperature thermostat was out of specification.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the mercury thermostat did not prevent overheating in the case of software failure. There was no patient involvement.